Event description:
Boston scientific received information that during a routine implant procedure, the helix was not deployed on this right ventricular (rv) lead. Acceptable sensing measurements were obtained, however, no capture and no pacing impedances were observed. The is-1 negative to unipolar and skin, df-1 distal to df-1 proximal were all attempted, however, no pacing output and no impedance measurements were displayed. A negative alligator clip to df-1 distal and positive alligator clip to df-1 proximal were attempted, with acceptable pacing outputs and impedance measurements. An is-1 negative pin issue was suspected and a new lead was recommended. The lead was ultimately explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the device was thoroughly inspected and analyzed. Direct current testing confirmed the lead to be within specification. Additionally, testing of the helix mechanism was within specification. No further testing was performed.